Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod. The patient reports their controller software had been stuck on initializing while trying to update. Symptoms reported include hyperglycemia, nauseous, vomiting and shortness of breath. The patient administered a manual injection of insulin and removed the pod and had gone to sleep. The patient had awoken with blood glucose levels over 500 mg/dl. Once at the hospital the patient was treated with intravenous fluids as well as in insulin drip and manual insulin injections. The patient was prescribed insulin to be taken daily before bed until they transition back to pump therapy. The patient was discharged from the hospital after 48 hours.